Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise exhibited on the right atrial (ra) lead. Lead testing indicated that the ra lead's impedance, capture, and sensing values were all within normal range. During a device upgrade procedure, the physician determined that the patient had a "silent atrium", and there was no electrical activity. The ra lead was removed. No patient complications have been reported as a result of this event.